Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) a broken output connector assembly and an error. It was indicated that the main printed circuit board (pcb) was out of specification electrically. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) a broken atrial output connector and an error. The epg was returned for service. There was no patient involvement.